Event description:
During a surgical procedure to the right knee, the stryker drill bit broke leaving a piece of the drill bit in the patient's knee. The piece of broken drill bit was removed by the surgeon.